Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tri-tome pc protector. It was reported that the physician advanced the device through endoscope working channel to the duodenal papilla, then advanced the wire guide to the bile duct to complete the radiography and when ready to cut the duodenal papilla found that the cutting wire had detached. The physician then changed to another one of same device to complete the procedure. An image of the device was provided that shows the cutting wire anchor disconnected at the patient end of device but no section is missing (subject of this report). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. A photo provided shows that the distal end of the device and the cutting wire securing component (anchor) has separated from the catheter near the distal end. The distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section and a shorter section therefore no part of the device appears to be missing. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. Due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section measuring within spec and a shorter section measuring wihtin spec therefore no part of the device is missing. The catheter has torn near the distal green band where the anchor exited the catheter. It was observed that the catheter has bent 45.5cm and 85.3 cm distal from the purple shrink tube. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual inspection of the returned device confirmed the cutting wire securing component (anchor) has separated from catheter (w/o detachment). A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: "do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break." Prior to distribution, all tri-tome pc protector sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.